Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump emitted a call service alarm while performing the rewind step of the prime sequence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box data revealed multiple related call service alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue. Inspection of the pump¿s internal components revealed corrosion. Unrelated to the complaint, the bolus button cover was found to be missing.